Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative disc disease and spondylolisthesis with fixation using screws and rods. It was reported that four screws were planned using minimally invasive trajectories for l5/s1 fusion. A mini open midline was planned with a clamp to be attached to the spinous process of l4. During the procedure, simple registration was achieved. 2 ap images were taken to localize the level and three oblique images were taken to ensure they had good images for matching. All screws were drilled and k-wires were placed. No skiving or deviations were noted while drilling so the surgeon proceed with placing the screws. An intra-op CT was done and the right l5 was found to have deviated from plan. The screw was removed and the trajectory was adjusted in planning to avoid future skive. Re-drilling was performed twice to create a new path. A further check of the screw on an intra-op x-ray noted the screw had followed the original path and would need to be removed and re-planned during a secondary scan and plan procedure.